Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Prior to the procedure, a diagnostic anomaly was noted and the bpa alert was not present. The patient was stable throughout.

Manufacturer narrative:
The device was returned for a battery performance alert. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device was returned for a diagnostics anomaly. The diagnostics anomaly was not confirmed by analysis. The root cause of the "diagnostics anomaly" was determined to be due to the tolerance related to the extrapolation of the expected battery voltage curve necessitated by the external calculation.